Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed any possible previous incidents with the field representative. Ts further discussed trouble shooting options and requested updates on the system. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.